Manufacturer narrative:
Pump received with minor scratched display window, cracked case at display window corners, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was damaged due to being dropped. Customer reported that the reservoir sat very loosely in the device. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.